Event description:
The manufacturer received information alleging the patient's spo2 decreased during using evo, the procedure of increasing fio2 on the device was performed. However, spo2 was not improved, it was also not improved even after changing the setting for peep and increasing the inspiratory pressure. Suspicion regarding the patient's condition led to suctioning and auscultation procedures, but there was no improvement. Upon switching the treatment to ambu bag after that, the patient's condition was improved, but the spo2 decreased slightly when the patient connected to the relevant device again. Since it was improved by replacing the device with an in-hospital other serial number with the same settings, it was suspected to be a device malfunction. The device was replaced. When the device was collected, there was no history of alarms such as device malfunction observed. The sales representative visited and confirmed that the patient has recovered and there are no problems. The ventilator was returned to the manufacturer for evaluation, an operational check was performed with oxygen supplied to the unit, and no failure was confirmed. For confirmation, a comparison test was performed under the same conditions with another unit, and no difference in air delivery operation or actual oxygen concentration value was confirmed. The error log was checked, and it was confirmed that error e-086, which indicates ¿low oxygen inlet pressure,¿ was recorded once at the time of the event. Evt_low_o2_inlet_pressure means the pressure at the oxygen blending module (obm) inlet is less than 5psig. The unit was disassembled and visually inspected internally, but no failure was found. A functional test was performed and all items passed. It was believed that the issue was due to external factors. However, since a malfunction of the unit could not be completely ruled out based on the log record, the obm sub-assembly was replaced as a preventive measure. Additionally, during the operational check, a keypad stuck alarm was confirmed. Error e-235 was recorded in the error log. Evt_keypad_stuck means one of the physical keys is stuck, or there is an issue with the keypad. As the device was on or able to be turned on, therapy could be changed via touchscreen. This issue is not associated with the spo2-related issue. The device's front panel was replaced to address the issue.